Manufacturer narrative:
The ir45g reloads were discarded by the healthcare facility, and were not returned to the manufacturer for eval. The concomitant device (i45) was returned. Eval found that the device was capable of producing properly formed staples and fully transected test medium. The root cause of the reported malfunction could not be ascertained. Visual inspection: the handle assembly is free of chips or nicks. The battery door opens easily and when closed remains closed. The clamp assembly is tight on the shaft. The firing socket when displaced returns by spring force. The reload contacts have a smooth surface and bright finish. Functional test: installed a battery and the device completed the initialization sequence indicator lights showed slow green flash. Installed a 45 mm reload in the device, it was recognized and the indicator lights showed solid green. Pressed the anvil close button the calibration sequence completed. The articulation works as intended. Fired a reload into 3 layers of 1/16-inch uline foam the firing sequence completed, the staples were properly formed and foam transect complete. Device did not produce malformed staples or uncut.

Event description:
While ir45g reloads were in use during a thoracotomy wedge resection procedure, the reloads produced malformed staples. Additionally one reload is reported to have stapled only partially. The entire staple line was subsequently sutured.